Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c156ej, serial/lot #: (B)(4), ubd: 28-aug-2020, UDI#: (B)(4); product ID: etlw1616c93ej, serial/lot #: (B)(4), ubd: 15-jul-2020, UDI#: (B)(4), date of event: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported on an unknown date, follow up CT identified aneurysm enlargement of approx. 5mm without any evidence of an endoleak. Angiogram was performed approximately seven months post the index procedure and while no endoleak was confirmed the physician suspects endotension. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.